Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-08146.

Manufacturer narrative:
Results: one complete lead and one incomplete lead were returned for analysis. An electrical open was observed on channel 5 of one of the lead. The second lead was cut and the cut was consistent with an explant procedure. Since there was no impedance related issue reported, continuity testing was not performed on the cut lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.